Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Event description:
Customer reported receiving no delivery alarms and motor error alarms. Customer's blood glucose was 146 mg/dl. The customer could not recall any significant events leading to the alarms. Customer stated he was able to rewind his insulin pump. He also declined to troubleshoot for his no delivery alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)